Event description:
The customer reported that she was hospitalized today due to low blood glucose levels, with a reading of 32 mg/dl. The customer stated that she had not eaten the entire day. The customer also reported a hospitalization on (B)(6) 2011 due to low blood glucose levels, with a reading of 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was exposed to an MRI scan. The insulin pump did not pass the prime test. The customer was calling from the hospital, and was unable to continue troubleshooting as the doctor walked into the room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.